Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was to get MRI information. The caller reported that the patient had an ins removed. When the lead was removed the markers from the lead came off and were still implanted. An x-ray showed that the patient had markers or electrodes retained.  Troubleshooting was not required. The issue was not resolved through troubleshooting. The agent reviewed information about MRI eligibility for device components.